Event description:
The patient reported, insufficient information for an unknown side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d3, h6.

Event description:
The patient reported "unknown adverse event" for an unknown-side. This event has been confirmed by medical review to not be reportable to the FDA due to insufficient information.